Event description:
Caller reported a malfunction on pump, identified as malf 0, but no notable events occurred prior to malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support provided instructions to reset pump and assisted caller with resetting; issue did not recur following reset. Customer could continue using pump and was advised to call back if malfunction code appeared again, and customer acknowledged and understood instructions.